Event description:
This is a spontaneous report received from a consumer with supplemental information provided by a nurse in the USA of patient did not wash his hands with an event of peritonitis coincident with dianeal pd4 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd4 ultrabag therapy intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer services, the following was reported. On an unreported date, the patient performed an exchange outdoors while camping and thinks there may have been bugs. The patient also did not wash his hands which caused peritonitis on (B)(6) 2012. The patient was not hospitalized for the event. Treatment was not reported. Concomitant products were not reported.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique issue and peritonitis. Complaint is confirmed because it was reported break in aseptic technique by customer described as they did not wash their hands. However, a cause cannot be provided since it is unknown why the patient had a breach in aseptic technique. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, suspect device info is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.